Event description:
It was reported that during a meniscus repair surgery, the fast fix t1 and t2 implants were deployed at the same time. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was not returned in original packaging. The device was returned without anchors or suture. The deployment needle was found in the t1 pre-deployment position indicating the device was actuated twice. A functional evaluation revealed the device was in the t1 pre-deployment position as first activation reset to the t2 pre-deployment position. The device functioned as intended without the ability to test t1 and t2 deployment due to detached missing anchors. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment.